Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call stated that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was unknown. Troubleshoot was performed. The customer was advised to wait for the insert battery alarm before inserting a new or fully charged aa battery. The customer received battery failed alarm. The customer was advised to monitor insulin pump. The customer was advised to revert to the back-up plan as per health care professional¿s recommendation. The insulin pump will not be returned for analysis.